Event description:
Additional information was received that patient underwent full vns system revision surgery on (B)(6) 2016. The reason for the generator replacement was not provided. An estimation of the expected remaining life of the generator was performed indicating that it has not reached the end of service at this time.

Event description:
It was reported that high impedance was observed on a vns patient's system. The status of the battery showed no end of service flag when the high impedance was first observed in (B)(6) 2015. It was reported that the patient uses the magnet a lot with good results and now reported a lack of awareness of magnet stimulation. It was reported that the last good diagnostics were obtained in (B)(6) 2015 with lead a dcdc of 2. It was reported that patient will be referred for x-rays and revision surgery if needed. No known surgical interventions have occurred to date.